Manufacturer narrative:
(B)(4) mixed product / lots: no sample or photo was provided to our quality team for investigation. Previous investigations have revealed that potential root cause for the mixed product defect could be associated with failure to properly contain any previously conveyed product prior to the nrfit run and inadequate line clearance on the marking machinery. Situation analysis and corrective and preventative actions were initiated with multiple corrective actions identified and implemented. Additionally, a corrective action opened under internal exception was to better control the process related to conveyed raw materials. These changes will be documented in updates to the process control forms and applicable work instructions. Operators and supervisors signed off to the machinery and line clearance documentation were re-educated to the documentation via internal system. Furthermore, a device history record review was completed for provided lot number 1041220. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml l/t ssu nrfit wws had mixed product / lots. The following information was provided by the initial reporter: faulty syringes found. The syringe was not compatible with the needle but could be connected to ordinary IV cannula general comments: alert sent to cambridge lea sites.